Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/20/2022 h6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please clarify if the patient suffer from any sign or consequence due to the issue? = no * was there any change in the patient¿s post-operative care due to the prolonged procedure? = no * were there any unexpected outcomes or complications as a result of the prolonged surgery time? = no * how long (in minutes) did the surgery prolong? = about 10-15 min this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-08011, 2210968-2022-08012, 2210968-2022-08014, 2210968-2022-08015, and 2210968-2022-08016.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? Events reported via 2210968-2022-08011, 2210968-2022-08012, 2210968-2022-08014, 2210968-2022-08015, and 2210968-2022-08016.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and the suture was used. During operating time, the suture broke. As a result, the surgery was delayed fifteen minutes but the procedure was successfully completed. There were no adverse patient consequences reported. Additional information has been requested.